Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed threshold suspend. The patient's blood glucose level was 58 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.